Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73l1700074 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user inserted the applier into the patient for ligation but a clip loaded into the jaws of the applier got broken in the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Four clips were remaining in the cartridge and one clip was returned loose. The loose clip was broken in half at the hinge. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that all remaining clips appear typical. The observed damage to the loose clip is consistent with improper loading of the clip, hyperextension of the clip, or using a damaged applier. The appliers were not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The clips in the cartridge were all able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No issues were observed with the tested clips. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken in patient" was confirmed based upon the sample received. One cartridge was returned with four clips remaining in it. Additionally, one clip was returned loose that was broken in half at the hinge. Upon functional inspection, the clips that were in the cartridge were all able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed tubing. The observed damage to the broken clip is consistent with improper loading of the clip, hyperextension of the clip, or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the user inserted the applier into the patient for ligation but a clip loaded into the jaws of the applier got broken in the patient. There was no reported patient injury.